Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose of 555 mg/dl. The customer reported being admitted into the hospital on (B)(6) 2017 for high blood glucose. The caller reported the customer had bent cannulas before the hospitalization. The cause of the hospitalization was from diabetic ketoacidosis. The customer was released from the hospital when their blood glucose declined. The customer was wearing the insulin pump at the time of hospitalization. The caller also reported their blood glucose rose to 480 mg/dl when they came home, which was caused by bent cannulas. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.